Event description:
Caller reports that during a correlation study the following coaguchek xs pro/laboratory results were obtained: 2.5 inr/2.0 inr; 2.6 inr/1.9 inr; 2.5 inr/1.9 inr; 2.6 inr/2.0 inr; 2.4 inr/1.9 inr; 2.6 inr/1.9 inr; 2.5 inr/2.0 inr; 3.4 inr/2.6 inr; 3.8 inr/2.9 inr; 3 inr/2.24 inr; 4.9 inr/3.48 inr; 7.9 inr/5.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.